Event description:
It was reported that during the device preparation prior to use, the hydrophilic coating was observed to be peeling. There was no patient involvement.

Manufacturer narrative:
The device has not been returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will issue a supplemental MDR report.

Manufacturer narrative:
The reported complaint is non-verifiable. The returned device is not a microvention product; therefore, the investigation is unable to investigate the complaint as described. Review of the manufacturing record and the shipping inspection record of the involved product code/lot# combination confirmed that there was not any indication of anomaly in them. A search of the complaint file found no other similar report with the involved product code/lot# combination from other facilities.